Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had watching timeout alarm. Customer¿s blood glucose level was 71 mg/dl. Troubleshooting was performed and watching timeout alarm reoccurred. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump was tested with no watchdog timeout alarm noted.